Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that in the past they had a diabetic seizure and the paramedics were called. Customer was taken to the hospital with blood glucose readings of 18 mg/dl. It was also reported that the customer had low blood glucose readings. Customer stated that their blood glucose readings were 86 mg/dl last night and in the morning they were 46 mg/dl. Customer treated with food and their blood glucose readings increased to 70 mg/dl. Customer stated that their blood glucose readings dropped again to 61 mg/dl and are aware that they had extra insulin. Customer mentioned having gastroparesis. No further information reported.